Manufacturer narrative:
Additional information received on 10/24/2018 verfired that the customer consulted with the clinical diabetes specialist and no issues were identified with the pump. Reportedly, the customer resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent minimum fill notifications occurred after filling cartridges with 300 units of insulin. The customer¿s blood glucose level reached 165 mg/dl. Customer reverted to manual injections for alternate insulin therapy.